Event description:
Additional information was received that the death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
B5 - narrative information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, "introduction," lists adverse events, including arrhythmia, right heart failure, respiratory failure, infection, renal failure, and death, which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management,¿ lists arrhythmia, right heart failure, and infection as potential late post-implant complications that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department (ed) for presyncope and generalized weakness. The patient had ventricular tachycardia on arrival to the ed and had profound right ventricular dilation on echocardiogram. It was noted that the right ventricular failure was a known condition and the patient was on inotropes before admission. Chest x-ray showed right lower lobe consolidation/effusion and lung ultrasound with large effusion with complex fluid. The patient was treated with cyanokit (hydroxocobalamin), methylene blue, vasopressin, levophed, epinephrine, milrinone, bicarbonate, lidocaine, and flolan (epoprostenol). The patient was also intubated and direct current cardioversion was performed which was not successful. Chest tube was inserted and cultures were positive for stenotrophomonas maltophilia. Blood cultures were negative. Keppra (levetiracetam), vancomycin, and cefepime were started. The patient had worsening creatinine and became anuric. The patient was transitioned to comfort care and passed away on (B)(6) 2024.